Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified intraperitoneal drug and anti-inflammatory injection. At the time of this report, pd therapy was ongoing and the patient had not recovered. No additional information is available. .

Manufacturer narrative:
The cause of the event was clarified as something the patient ate. At the time of this report, the patient had recovered. Should additional relevant information become available, a supplemental report will be submitted.